Event description:
It was reported that during reprocessing, the subject device view was black. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. Device evaluation found no image due to a faulty charge coupled device. The evaluation also identified a failed leak test on the connection. The probable cause for the malfunctions is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during reprocessing, the subject device view was black. There were no reports of patient harm.